Event description:
Sometime prior to 04/13/1999, an x-ray was taken of the anchor and it appeared like it was not fully deployed. On 99 - surgical intervention to remove anchor from the pt's shoulder via a mini open procedure.